Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during initial implant and was repositioned prior to closing the pocket. During post-implant exam the next day, x-ray confirmed the lead had fallen into the right ventricular (rv). During the revision, the lead dislodged each time with three positioning attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.